Event description:
Philips received a complaint alleging that during clinical and therapeutic use of the v60 ventilator on a critical condition patient, the device triggered a 1203 code: low leak co2 rebreathing risk alarm after approximately 5 minutes of device use. The patient was noted to have a desaturation of peripheral oxygenation (spo2) to 88%. The patient was then removed from the device and replaced with another ventilator (make/model unspecified) and ventilator therapy was continued to increase oxygen saturation concentration. The head nurse and engineer were informed of the issue and contacted for inspection of the device. During the afternoon calls, the patient¿s condition was observed to have improved, but the patient complained of chest tightness, which was believed to have been related to the patients underlying chronic obstructive pulmonary disease (copd). In a good faith effort (gfe) response from an authorized service provider (asp), it was reported that the hospital found an agent to replace the air sensor. The device was confirmed to have returned to full functionality and was returned to use. The device's diagnostic report (drpt) was not provided despite request to obtain a copy. The device¿s alarm settings and thresholds, configuration including make/model of all breathing circuits, leak ports, mask/interfaces, attachments, patient¿s spo2 before and after the event, part number and part description of the replaced part were asked but unknown. No further relevant clinical information was provided regarding the patient adverse event or outcome. Cause and contribution of the device to the patient adverse event has been confirmed as per the evaluated malfunction and required parts replacement. No further investigation is required at this time. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.